Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The peritonitis was manifested by ¿flu like symptoms¿. On the same day as onset, the patient was hospitalized for the peritonitis. The patient was treated with unspecified antibiotics (dose, route, frequency, and duration not provided) for the event. Dianeal therapy remained ongoing. The patient was retrained on proper aseptic technique. Six days after admission, the patient was discharged from the hospital and reported to be recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.